Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject device, as part of a pacemaker replacement procedure, there was failure to pace when positioned in the pocket. This pacemaker was extracted and the leads connections were checked (the lead measurements were normal). The pacemaker was positioned the second time, but the same behaviour was present. Another pacemaker was subsequently implanted instead. Furthermore, it was noted that the patient in this case was pacemaker dependent and that a temporary pacemaker was utilized during the procedure.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during an implant attempt of the subject device, as part of a pacemaker replacement procedure, there was failure to pace when positioned in the pocket. This pacemaker was extracted and the leads connections were checked (the lead measurements were normal). The pacemaker was positioned the second time, but the same behaviour was present. Another pacemaker was subsequently implanted instead. Furthermore, it was noted that the patient in this case was pacemaker dependent and that a temporary pacemaker was utilized during the procedure.